Event description:
It was reported that an ilet user experienced persistent hyperglycemia while using the ilet system and attempted to lower glucose by making multiple meal announcements without eating, resulting in frequent announcements and elevated glucose with 10 units of insulin on board. The issue involved user interaction with the device user interface and improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the behavior involved the device¿s user interface with meal announcements used as corrections contrary to instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.